Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of the optical signal issue has been completed. The optical sensor failed on the 42nd day of support. No data logs were returned for investigation. The pump was plugged into a console and the "placement signal not reliable" alarm was reproduced. The 5s parameters were within specification. The sensor was also removed from the pump and imaged and silicone sensor wear was observed with silicone etching at the edges of the sensor. The cause of the optical signal issue was most likely sensor silicone wear. A review of the device history record (DHR) for the suspect product, and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.

Event description:
The complainant reported that an impella 5.5 pump was implanted to support a patient with acute myocardial infarction and cardiogenic shock. During support, the optical signal failed. Pump support continued without interruption, and there was no reported harm to the patient.